Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the basket was bent. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. Investigation results revealed the sidecar rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the basket wires were in good condition, with no bent wires and the tip was attached. Dimensional inspection found the side car rx was pushed back approximately 2.5 mm which is out of specification. Functional inspection confirmed the basket was able to open and closed without resistance. The reported event was not confirmed. Based on all available information, it is possible that due to the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality bending the basket during the procedure. However, there is not enough evidence to determine whether the adverse event was due to some issue in the device. Therefore, the most probable root cause of the investigation finding side car pushback is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.